Event description:
A customer reported a malfunction on the pump, identified by the malfunction code 16-0x20e6. There was a significant impact on the customer's blood glucose level as it exceeded 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose level, the customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support was set to replace the pump due to repeated malfunctions.